Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the low. The customer mentioned smell of insulin inside the pump but the current reservoir was intact. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.